Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have rpms out of specification, a loose control bar, the dowel pins were not flush, the spring pin was too high, the ball plunger was not in the correct position, and other components were worn. The hinge throttle gasket, nut bearing lock, planetary spacer, gear ring, planet gear, seal screw, swivel, motor sleeve, motor, ball plunger, die cast aluminum lever, external e ring, semi-circle shaft bearing, fine adjustment cams, screws, and vespel sleeve bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit was sent in for preventative maintenance. There was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation, the unit was found to have rpms out of specification.